Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the pump black box data revealed unexplained pump reboots. During a visual inspection of the pump, no damage or moisture/corrosion was found in the battery compartment. The batter cap was not returned. A test battery cap fully attached to the pump and was used to complete 24 -hour testing; no pump reboots or power loss was duplicated. There was moisture observed behind the display lens. A leak test found a display lens leak. The pump case was removed, and evidence of moisture ingress was observed to the printed circuit board. The complaint of no power was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue; no power with moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.